Event description:
Intra-abdominal abscess: in 2001, a patient underwent a pyloric-site gastrectomy and cholecystectomy due to stomach cancer. Prior to closure, one sheet of seprafilm was placed. Nine days later, the patient developed an intra-abdominal abscess. Drainage of the abscess was performed and patient condition improved. The reporting physician assessed the event as probably related to seprafilm.